Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with the pump, so all testing was completed with a test cap. There were multiple suspend events observed in the black box history prior to the complaint date, but no irregular data observed. The keypad was intact with no damage and all of the buttons responded properly. The pump performed multiple suspend/resume functions with no issues. The pump was exercised for 24 hours with no suspend, pump reboots, loss of power or call service alarms duplicated. The pump cover was removed and there was no evidence of moisture or loose components inside.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.